Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction and suspected thrombus could not be confirmed through this evaluation as the submitted images were inconclusive, and the device remains in use. A specific cause for the reported events could not be conclusively determined through this evaluation. The account submitted two cta scans for review. Both cta scans were inconclusive. Evaluation of the submitted log files confirmed that there were no notable events or alarms. The pump appeared to operate as intended at the fixed speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 of the IFU, ¿patient care and management" lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic with weight gain and increasing shortness of breath. Right heart catheterization (rhc) and computed topography angiography (cta) were done. Hemodynamics were acceptable but cta showed two areas of concern. The radiologist read that the outflow cannula was normal in the proximal portion with it's anastomosis to the ascending aorta. In the distal outflow graft, there was prominent localized irregular low attenuation material that appeared to be a thrombus. Less prominent material was also noted within the area of the graft protector and it was uncertain whether it was pathological. Log files were submitted for review. The log file did not capture any unusual events. The mechanical circulatory support (mcs) equipment was operating as intended. There were no changes to patient condition which may have contributed. Patient received a heparin bridge to international normalised ratio (inr) goal of 2.5 to 3. Patient symptoms have not resolved completely but they had no more shortness of breath at rest. Their weight was still up and the thrombus had not resolved. A repeat computed topography (CT) morphology was to be done in the future.